Manufacturer narrative:
(B)(4). Date of report: 19dec2018; date of manufacturer: 10dec2018. Failure analysis performed by philips on the returned o2 solenoid valve shows that the customer complaint was caused by foreign debris in the oxygen valve solenoid (lot code: 17/10) which caused the unit to leak. Cleaning the customer returned oxygen valve solenoid corrected the failure with this unit.

Event description:
The customer reported that the oxygen was not available and an alarm occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Event description:
The customer reported that the oxygen was not available and an alarm occurred.